Manufacturer narrative:
Blank display due to corroded battery tube. Unable to perform the self test, displacement test and operating currents measurement due to blank display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had damaged and display did not reappeared. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that self-test was performed and it was not ok. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.